Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported that one day following lasik procedure, the patient presented with diffuse lamellar keratitis (dlk) in the right eye only. The topical steroid drops were increased, and the dlk resolved with treatment, three days later. The patient did not report any symptoms, and was found to be doing well during the follow up visit.